Manufacturer narrative:
The complaint was re-issued with new information, and an assessment of the event identified that a supplemental report is not required.

Event description:
Additional information was received that a motor error alarm was found in the alarm history during troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 123 mg/dl at the time of incident. Troubleshooting found that the customer used a new battery and was advised to install another new battery and call back if problem is not resolved.